Event description:
During evaluation of a returned spectrum pump, the device had turned off unexpectedly. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device shutdown unexpectedly when tested in battery mode and additional, present improper shutdown message on the display. A review of the event history log (ehl) revealed occurrences of improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be is caused by fluid intrusion and poor cleaning practice. Also, the dried liquid substance on the back flex battery contact pin is the cause of the the depressed battery pin contact on the rear case. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.